Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and gathered necessary log files requested by second level support. The fe performed a pm and replaced the probe, syringe, and silencers. Service did not resolve the issue. This issue is being investigated by second level support. The customer is not using the provue while investigation is ongoing. The provue is out of service. (B)(4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in the tube method. No erroneous results were reported.